Event description:
A (B)(6) female patient underwent a robotic total hysterectomy and left salpingectomy. While the surgeon was inflating the balloon for the vaginal cervical retractor, it was noted that water was squirting out of the neck and not filling the balloon properly. Device was removed from the field and a replacement was utilized without further incident. Patient was admitted overnight for observation and was subsequently discharged home. Upon closer review of the defective device, it was noted that there appears to be a hole on the shaft below the cup and the balloon.